Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the calibrator was registering "empty" for both gas bottles. The user attempted to place new gas bottles in the calibrator, but the error remained. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to the pt as a result of the event.